Event description:
It was reported that a revision was performed after the patella became dislodged from the knee.

Manufacturer narrative:
.

Manufacturer narrative:
The returned device was sent for evaluation. The patella appeared to have adequate cement adhesion in the cement pocket. All three posterior pegs showed signs of plastic deformation. Wear was noted on the articulating surface. Damage was noted on the posterior surface of the patella; this likely occurred during removal. Based on the information provided, it is unclear why the pegs of the patella deformed. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. After the evaluation, the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).